Manufacturer narrative:
Vyaire technical support reviewed the log files and verified the customer's reported issue. It was determined that the o2 pressure regulator is defective; most likely restriction of the p2 regulator hole caused by injection molding deburrs during manufacturing. To resolve the issue, the inspiration block was replaced.

Event description:
The customer reported that the bellavista 1000e alarmed "mismatch between delivered and measured fio2." The connected patient was on non-invasive CPAP (continuous positive airway pressure therapy) of 15 cmh2o and set fio2 (fraction of inspired oxygen) of 100%, but the ventilator was only registering delivered fio2 of 28%-35%. The end user does not believe that the patient was not getting the correct amount as a drop in fio2 would cause massive desaturation, and saturation was maintained at 85% which was expected. The patient was in very poor health and under palliative care and no escalation of treatment. Subsequently, the patient was tubed, transferred to a backup device, and passed away.